Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had a delivery anomaly. Customer's blood glucose was 140 mg/dl. The customer stated that the pump gave insulin to him by itself. Customer thinks there is a delivery anomaly when he checked history and shows a different time frame that when he did change out his set. The customer number were dropping under 100 and needed to go to treat and advised to call us back so we can finish troubleshooting.